Event description:
The customer reported that the needle holder jaw broke off during a total colectomy and ileorectal anastomosis. There was no pt injury. On (B)(6) 2010 the customer reports via e-mail that the needle holder jaw broke while the surgeon was actually 'closing' (the initial incision), the broken piece was found immediately, and did not require x-ray or extra anesthesia time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.